Event description:
Information was received from a consumer via a manufacturing representative regarding a patient who was implanted with a neurostimulator. It was reported that the battery was in a weird spot and was uncomfortable for the patient. The device would move around in the pocket when the patient pulled up her pants. The sensor was detecting wrong positions because the battery was moving around. The patient wanted the battery revised and is seeing their health care provider on (B)(6) 2017. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient saw their healthcare provider (hcp) for a consult. A revision surgery was going to be schedule to move the battery to the abdomen. There wasn¿t a set date yet, but the revision would likely be in (B)(6) 2017. No further complications were reported or anticipated. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.